Event description:
While servicing the ventilator, the manufacturer's service technician reported a diagnostic code in the ventilator's log history that indicated detection of oxygen valve stuck closed. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. This unit is currently being evaluated.

Manufacturer narrative:
This unit is currently being evaluated. If additional info becomes available regarding root cause of the malfunction, a follow-up report will be submitted.